Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or to determine whether it contributed to the hyperglycemia. The user also reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 392 mg/dl less than 24 hrs after the pod was activated. The adhesive pad was wet and she decided to remove the pod. She stated the cannula was kinked and it was no longer inserted into the infusion site. The pod was then discarded.